Event description:
It was reported that the superior vena cava coil had high impedance. The superior vena cava coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.